Event description:
The advocate stated, the customer tested her blood glucose using her contour meter and received readings of 22 and 11 mg/dl. She retested using another meter and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate returned the customer's test strips for evaluation. Replacement test strips were sent to the customer.